Event description:
It was reported that during patient preparation, the cardiosave intra-aortic balloon pump (iabp) units power cable feeder is defective. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units power cable feeder is defective. There was no patient harm known.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information has been requested regarding the repairs, and if provided a supplemental report will be submitted.

Event description:
N/a.